Manufacturer narrative:
Covidien technical support engineer troubleshot this issue with the customer over the phone. The customer was advised to run self extended test (est), short self test (sst) and performance verification test (pvt). Multiple attempts have been made to try to get more info regarding the event but no response from the customer.

Event description:
The customer reported, the 840 ventilator turned off while on a pt. No pt harmed or injury as a result of the event. Covidien was not authorized to service the device.